Event description:
Had unplanned same-day lasik surgery on (B)(6) 2017 to enhance my natural monovision. Left eye was corrected for reading, right eye for distance. I did not require glasses prior to surgery, but was noticing my distance vision getting worse, so decided to join my husband in being "tested for free" for same day surgery. I was told I was an ideal candidate for monovision correction. I had the surgery 2 hours later. I followed all prescribed care directions. On (B)(6) 2017, I noticed new redness, and irritation, but had been told that could be normal following surgery. On (B)(6) 2017, when applying the required lubricating drops, I felt searing pain in the left eye. Assuming perhaps I had gotten something in my eye, I flushed my eye repeatedly for over an hour. The following morning, my eye was worse and I proactively began using the antibiotics that I had been given post surgery, until I could get to the doctor. I returned to surgeon (B)(6) 2017, told them I had restarted the antibiotics and was told (by a doctor, not the surgeon) that was the right thing to do, because I did have an infection. The surgeon examined me and instructed his staff a treatment of antibiotic drops every 5 minutes for 30 minutes, then gave me the bottle and instructed me to apply them every hour on the hour for 24 hours, which I did. The following morning, it was not worse, but not better, so I was instructed to continue with the antibiotic drops every 2 hrs and to send the surgeon photos every day with an update. On (B)(6) 2017 I could no longer open my eye. Sent photos to the surgeon, and was contacted on (B)(6) 2017 by his office manager, instructing me to drive 3 hours to (B)(6) to be seen by his preferred corneal specialist, who does not take my insurance. I advised her I could not drive, and that I was unable to assume financial responsibility for the cost of treatment by a non-covered specialist. I was able to get into my own medical center, and be seen by a corneal specialist. A culture was done and I started on drops. The test results indicated aspergillus flavus, I was prescribed vancomycin and voriconazole, which requires a special compounded and anti-fungal, which was not available for 3 days. The lasik surgeon found a compounding pharmacy and ordered the voriconazole for me. The pain and extreme light sensitivity was almost unbearable. I took both medications through (B)(6) 2017, when I was advised that the fungus was dead, but that a large, deep scar remained which was well under my corneal flap. This scar has left me with a large "blind spot" that is roughly at the 1:00 position in my field of vision and severe light sensitivity, particularly when inside a vehicle during the day. She did not recommend the use of steroids to reduce the scar, concerned that it may encourage a second fungal infection. I sought a second opinion and am over halfway through the steroid treatment, with no noticeable improvement. My left eye is essentially useless now. Frequency: varying frequency, route: into the eye. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prescribed post lasik surgery. Diagnosis or reason for use: prescribed post lasik surgery. "Event abated after use stopped or dose reduced: no, is the product compounded: no, is the product over-the-counter: no."